Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complaints team was forwarded an impact EU study that found the patient's ventricular tachycardia to be "possible" related to the impella device, impella procedure, and surgical procedure. Investigator rationale stated that there is an inherent possibility that the device can provoke ventricular arrhythmia.